Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
Follow-up revealed the patient's lead migrated due to a lot of construction work.

Manufacturer narrative:
(B)(4). Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
It was reported the patient ((B)(6)) lost stimulation. Lead diagnostic testing revealed high impedance measurements. Reprogramming did not provide resolution. X-rays identified a kink in the lead. In turn, the patient underwent surgical intervention to explant and replace the lead which resolved the issue. Effective therapy was restored post-operative. Concomitant medical products (continued): the implant date for the following devices are unknown: model: 3788, scs ipg; model: 3383, scs extension; model: unknown, scs anchor.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.